Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. No customer pictures were received. No material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
Customer states the vacuum in the tube does not fill to the appropriate level for testing. This is both when you are drawing with a vacutainer (straight needle) and when you draw with a syringe and transfer into tube. Customer advises at least when you have a syringe you can push a little more into the tube but sometime that can hemolyze the sample.